Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2018 that the replacement ipg would not pair with the clinical (B)(6). As a result, a different ipg was used to complete the procedure.